Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, tower door 1 repeatedly failed, producing three clicking sounds when opened and closed, and continued to fail despite successful recovery attempts. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door had clicking noise as the latches were not greased. A field service engineer greased all four latch connectors and rebooted the machine. The door was tested and successfully recovered, and the double-clicking noise was no longer present. The customer performed an inventory count to confirm, and no further issues occurred. The system functioned as intended after the field service engineer repaired the device.